Event description:
It was reported that the customer's insulin pump was cracked on the reservoir tube lip. This was damaged when the customer removed a reservoir. Customer stated no pieces were missing but she applied glue to the cracks to secure them down. The customer was advised to discontinue use and revert to a back-up plan. Customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.